Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high and low blood glucose. Customer's blood glucose ranged from 290 mg/dl to 385 mg/dl, which was treated with insulin pen. Customer also had low blood glucose ranging from 41 mg/dl to 49 mg/dl. Customer reported that high blood glucose began on september 22, 2016. Customer did not go to the hospital and did not contact healthcare professional. Customer had no symptoms of high blood glucose. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer was not able to report the status of drive support cap. Customer declined checking for leaks or air bubble; site or insulin issues; and settings. Insulin pump passed high pressure test. Customer was advised to change infusion set, reservoir and insulin and to treat blood glucose per healthcare professional's recommendation.